Event description:
The customer reported that while running an hbc assay, summit sample handler, did not pipette diluent in well position b3 and did not pipette amount of diluent in well position c3 and no error message was given. A field service engineer was dispatched. No death or serious injury was associated with this event.